Event description:
It was reported that a pacemaker dependant patient presented to the emergency room feeling dizzy. The right ventricular lead exhibited loss of capture. The device was reprogrammed. The patient did not experience any symptoms after reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.